Manufacturer narrative:
(B)(4). The covidien field service engineer (fse) evaluated the device and verified the customer reported malfunction. The fse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb), and uploaded the latest software revision to resolve the issue. The device passed all tests, calibrations and it was found to be operating within manufacturing specifications.

Event description:
It was reported that when turning on power to the ventilator, it generated a "device alert" and "system error" alarms. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.